Manufacturer narrative:
Insulin pump received with blank display due to cracked bleeding lcd glass. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that customer smashed insulin pump causing black ink lines on display. Customer's blood glucose was 81 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.